Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantation, discrepancy occurred between the preoperative target power and the postoperative refractive value. The lens was removed and replaced with a company lens in a secondary procedure. Additional information was requested, but no further information is available.